Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised. Reason for revision and information on the revised stryker implants is unknown, beyond the fact that the patient's hemi hip was not converted to a total hip. Rep confirmed that no further information will be released by the hospital or surgeon.